Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, pt reported she has changed her infusion set 4 times today. Pt stated she normally changes the site every 3 days. Pt reported the sites are not staying in place and are coming off. She stated this has been going on for the past week and she has very sensitive skin. Pt reported today the cannula make her skin bleed when the infusion site came out. Pt stated she has not done anything differently. Advised to use infusion sets from a different lot number and to use sports tape on the sides of the infusion site to help the side adhere. Advised to use an adhesive dressing; educated pt on how to use. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.